Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6), 2005. Subsequently, the patient was revised on (B)(6), 2012, reportedly due to metallosis and a granuloma. The femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions".this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00308 & 1825034-2012-00763).